Event description:
Consumer consistently received e-3 error messages, and wasted a number of strips trying to get a reading. When pt ran out of strips and couldn't afford replacements, they stopped testing and wound up in the hospital with bs over 1000.